Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dizziness (seriousness criterion medically significant), feeling abnormal ("feeling intoxicated"), disturbance in attention ("difficulty concentrating"), musculoskeletal disorder ("musculoskeletal disorders"), tinnitus ("tinnitus"), depression ("depression") and alopecia ("hair loss"). At the time of the report, the dizziness, feeling abnormal, disturbance in attention, musculoskeletal disorder, tinnitus, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, disturbance in attention, dizziness, feeling abnormal, musculoskeletal disorder and tinnitus to be related to essure. The reporter commented: nickel levels 1.17. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-nov-2020. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dizziness (seriousness criterion medically significant), feeling abnormal ("feeling intoxicated"), disturbance in attention ("difficulty concentrating"), musculoskeletal disorder ("musculoskeletal disorders"), tinnitus ("tinnitus"), depression ("depression") and alopecia ("hair loss"). At the time of the report, the dizziness, feeling abnormal, disturbance in attention, musculoskeletal disorder, tinnitus, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, disturbance in attention, dizziness, feeling abnormal, musculoskeletal disorder and tinnitus to be related to essure. The reporter commented: nickel levels 1.17. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.